Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a priming anomaly from the insulin pump. The customer's blood glucose reading was 340 mg/dl. The customer stated that when she manually primes the pump, the piston makes contact with the reservoir but the numbers do not appear on the screen. The customer was not able to review her alarm history. The customer was unable to exit the preparing to prime loop. The customer was advised to hold down act until they receive the second series of beeps or numbers to appear on the display. The customer stated that she did not receive the second series of beeps nor did the numbers appear on the screen. The customer will be sent a replacement pump.